Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
Advocate stated his son received a blood glucose reading of 500mg/dl on the contour next link, retested on a different meter and the reading was 170mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before further information could be obtained. Product was not expected to be returned. Product was not replaced.